Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that technical error 33 occurred, which indicates ventilation disabled (communication error or control printed circuit board error during startup). Identification of issue has been done by analyzing problem description, service report and device¿s logs. There was no patient harm. According to the information provided by the technician, technical error 33 was confirmed. Moreover, technical error 12 and technical error 10003 have been found in device's logs. The control printed circuit board was defective and replaced. The issue has been resolved and the device was delivered to the user in working condition. The faulty control printed circuit board may lead to stop of ventilation. If a defect related to the reported error codes appears during ventilation, ventilation will stop and audiovisual alarms will be generated (te12, sometimes te10003). If the fault condition appears during startup, the corresponding startup error code (te33) will be generated and ventilation cannot be started. Unfortunately, the claimed part was not available for further analyze. Therefore, the root cause to the reported issue has not been determined. The correction of field usage of device was required. This is based on the internal evaluation. Previous usage of device: unknown. Corrected usage of device: reuse.

Event description:
It was reported that the ventilator generated a technical error code indicating a disabled ventilation. Furthermore, technical error codes indicating control printed circuit board (pcb) error and error in the internal memory found in provided log files. There was no patient harm. Manufacturer's ref. #: (B)(4).